Event description:
It was reported that the 9800 system would track to maximum technique, and there were mixed up images. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable and hard drive were replaced during the service call. The system was tested and found to be working as intended, and put back into service.